Event description:
Patient is on continuous feeding using a feeding pump. He has a mature access into which a corpak medsystems "corflo triple gt gastrostomy tube was inserted two weeks prior. In that two weeks the lumen caps have broken off and the port used to insert the feeding tube from the pump will not hold the connector. As a result, as soon as the feeding pump is started, the connection is lost. As a result, the patient is not provided the necessary level of nutrition support. The gastrostomy tube was changed to another manufacture's product, and there have been no disconnection problems.